Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203 and code 102. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault and code 102 - charge profile fault. The cause for the code 203 and code 201 is a broken negative lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken leads on c22. The last patient to use this monitor did not report any deficiencies.